Manufacturer narrative:
(B)(4). Report source: foreign (B)(6). Additional associated devices: item# 00545001830 lot# 64149178 trabecular metal femoral diaphyseal cone, 30mm, medium, left. MDR 3005751028-2020-00067.

Event description:
It was reported that the patient had a total knee arthroplasty and subsequently the patient has stated that her knee has long been swollen and painful. The patient asks for information on the composition of the material of implants in order to understand if there is an allergic problem and perform a targeted test.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Materials composition was provided. See dl1336709. Review of the device history record(s) identified no deviations or anomalies during manufacturing for item/lot (00545001830/64149178). The device history records for item/lot (00545001331/64226872) were reviewed for deviations and/or anomalies with the following related anomalies/deviations identified: one piece scrapped at operation 840. Review of complaint history found no additional related issues for this item and the reported part and lot combination (00545001830/64149178). Review of complaint history found no additional related issues for this item and the reported part and lot combination (00545001331/64226872). The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. A field action search using cognos bi identified no quality hold with an r-code as the reason associated with the following part/lot (00545001830/64149178), (00545001331/64226872) combination as of (B)(6) 2020. A definitive root cause cannot be determined. The complaint is not confirmed. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.